Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat an intrinsic compression within the patient's duodenum on (B)(6), 2010. According to the complainant, after the stent had been successfully traversed across the stricture, the delivery system malfunctioned; the exterior tube handle broke detached and the stent could not be deployed. The physician was able to remove the device and successfully implant a 9cm wallflex enteral duodenal stent. The physician noted that the patient's anatomy was very tortuous and believes that this factor may have contributed to the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. Date of birth unknown. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat an intrinsic compression within the patient's duodenum on (B)(6), 2010. According to the complainant, after the stent had been successfully traversed across the stricture, the delivery system malfunctioned; the exterior tube handle broke detached and the stent could not be deployed. The physician was able to remove the device and successfully implant a 9cm wallflex enteral duodenal stent. The physician noted that the patient's anatomy was very tortuous and believes that this factor may have contributed to the issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Corrected information: the stent was placed in a duodenal stent procedure for gastric outlet obstruction due to intrinsic compression.

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. It was noted that the outer sheath was retracted from the distal tip. It was noted that the deployment handle had detached from the outer sheath and a bend was noted in the stainless steel shaft. The outer sheath was stretched in appearance distal to its proximal end. It was possible to retract the outer sheath by hand and deploy the stent; however slight resistance was noted while retracting it over the bend in the stainless steel shaft. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. However, it is noted that the device was used with a colonoscope instead of a therapeutic gastroscope or duodenoscope as indicated in the directions for use.